Event description:
During the surgery, the screwdriver was stripped; could not use in surgery used a backup.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock. There have been no other events for the lot referenced. The tip of the hex driver was severly worn as reported. The event was confirmed. The investigation determined the likely root cause of the event to be normal wear and tear. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. The mating device was not returned or identified. Shoulder screw 5540-a-000 was used for functional testing as a typical part used with this hex driver. The driver was found to easily rotate within the hex hole of the shoulder screw confirming the event. If additional information becomes available, this investigation will be reopened.

Event description:
During the surgery the screwdriver was stripped; could not use in surgery used a backup.